Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was removed and replaced with another lens. Initially the doctor thought it was scratched, but feels it is internal. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case in a bag. Viscoelastic and what appears to be blood was observed, dried on the explanted lens. One haptic was bent in the gusset area. The optic was cut into two portions, typical of damage observed, during removal from the eye. The optic was split/cracked near the center. This damage was most likely, interpreted as the reported complaint. Product history records were reviewed and documentation indicated, the product met release criteria. Associated products were not provided. It is unknown, if qualified products were used. The iol model is only qualified for use in a specific cartridge model. The viscoelastic information was not provided. Root cause: the explanted lens was returned. The optic was split/cracked. The optic damage was most likely, interpreted as the reported complaint. This damage would not be a manufacturing fault internal to the lens, but damage created during handling/delivery. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).